Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Information was provided that indicated the use of a qualified cartridge, handpiece, and viscoelastics. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100% assessment of the power (sphere and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The company lens with 20.5 diopter (add power +2.2/+3.2 diopter) lens was removed and replaced with a different model company lens with 20.5 diopter (add power +2.2/+3.2 diopter) lens. This information that the cylinder of the replacement lens was smaller than the initial implant may suggest that the replacement lens model was an improved selection for this patient's vision needs. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating that the iol was explanted and exchanged for same diopter but different model company lens.

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision & pressure and clinical reason for explant being mechanical complication of lens. The iol was explanted and exchanged for an unknown atiol following the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).